Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patients' left hemiarthroplasty was revised due to dislocation issues. Uhr bipolar head and 26mm liner was revised to an mdm construct.